Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unspecified alarm. Customer stated insulin pump used to make grinding noise during priming and rewinding. Customer stated they got frequently unexplained no delivery alarms and some time it will not alert if not delivering. Customer stated they got button error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board was locked properly during visual inspection. No unexpected insulin flow blocked alarms or drive motor anomaly noted during testing. No unexpected alarms noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).